Event description:
It was reported that the internal part were falling out. It was unknown if there was any patient involvement or complications as a result of the event. The event context and patient impact were being followed up. Additional information received after evaluation as damage to bearing, and it was told that there was no patient impact in the intra operative event in the follow up.

Manufacturer narrative:
B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. H3:product analysis: evaluation determined that there was damage to the tip bearing . The likely cause of failure could not be determined. It was also noted that there was difficulty in locking the motor, laser markings were faded, and scratches , dents were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.